Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of huya1443 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (huya1443) have been reported from the same u.s. Facility. The device has not been returned to the manufacturer for evaluation.

Event description:
On (B)(6) 2015 reportedly, on (B)(6) 2014, the patient presented to the emergency department allegedly, with a malfunctioning catheter. He was sent back to rehabilitation to schedule an appointment with interventional radiology. The patient came back to interventional radiology on (B)(6) 2014 to remove the alleged malfunctioning broviac and reportedly, a PICC line was inserted for the patients long term antibiotic treatment. As per (B)(6) 2014 email from the doctor who placed it, the catheter had allegedly, fractured.